Event description:
It was reported during a routine check, the cs300 intra-aortic balloon pump (iabp) unit consumes a lot of helium. There was no patient involvement.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) unit consumes a lot of helium.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional contact information: event site postal code- (B)(6). It was reported that during routine check, the cs300 intra aortic balloon pump (iabp) consumes a lot of helium. A getinge field service engineer (fse) diagnosed, not finding any helium leak, but if there is a leak in the drive manifold and k6a. Drive manifold (0104-00-0018) drive manifold insulator (0349-00-0301), and vent valve (0119-00-017) were replaced and the equipment was repaired. The equipment is suitable for use. No patient involvement.